Event description:
Caller alleged discrepant inratio2 results. Results as follows: pt self tester's daughter called to report discrepant low readings on her mother's meter. Date: (B)(6) 2012, inratio: 1.3, lab: 2.7. Date: (B)(6) 2012, inratio: 1.1. Date: (B)(6) 2012, inratio: 1.7, lab: 2.7. Less than 30 minutes between meter test and lab draw. Replacement meter will be sent to the pt.

Manufacturer narrative:
Investigation pending.